Event description:
It was reported that air bubbles were forming in the tubing when the tubing was disconnected form the insulin pump and that air was seeping in through the quick release. There were no leaks and customer had primed out the bubbles. The insulin pump not cloudy. The blood glucose reading was 5 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.